Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2018-02852 per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate that the embolization occurred after the delivery system balloon burst, which was caused by not pulling back the pusher prior to deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), during deployment of the 23mm sapien 3 valve it was realized that the flex cath was never pulled back to the center of the triple marker. As the balloon expanded it eventually ruptured and the whole system moved ventricular. When the commander ds was removed from the annulus, the valve continued to move into the ventricle. It came off the wire and was tumbling in the ventricle. The valve ended up lodged in the lvot upside down. This caused a flow limiting situation and the patient became hypotensive. The physician was able to push the valve down further into the lvot which restored adequate flow around the upside down s3. The plan was then to place a wire through the valve and snare it to try and pull the valve up into the native annulus and then deploy a second s3 valve pinning the initial valve leaflets open and secure it place. This was done successfully. However, they were not able to pull the initial valve up completely into the native annulus. And there was leaflet overhang causing a gradient of 20 mmhg. When the second valve was deployed, the wire that was used to snare the embolized valve was mistakenly never removed before deployment of the 2nd valve, trapping the wire in between the two valves. It was very difficult to remove the wire, but it was eventually removed successfully. It was then decided to place a corevalve due to its supra-annular nature and length to cover all of the s3 leaflets and still have a functioning valve. This was done successfully and the patient ended up with a zero gradient and zero paravalvular leak. Patient left the cath lab in stable condition. She woke up moving all extremities and responding appropriately, but experiencing some respiratory distress. Anesthesia had to re-intubate her due to hypertensive pulmonary edema. Patient remains in the cardiovascular ICU at this time.